Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 71 year old male patient who had been admitted in for planned surgery. The team placed the cp via the 14fr abiomed introducer and began the support. Underlying medical history was not shared. After the 14fr was placed the team observed bleeding at the femoral site. The team changed the dressing and applied more suture. The patient was known to be on high doses of levophed, neosynephrine, and vasopressin. This did not resolve the issue and the team replaced the 14fr with a 18fr gore introducer. This is not an abiomed provided or approved introducer but, hope was the 18fr would achieve hemostasis and stop the blood loss. The blood loss allowed for drop in hemoglobin and platelets and a rise in the creatinine. The team infused to the patient 8 units of blood, 2 liters of saline, and 1 liter of albumin. When the access site continued to bleed the team determined the blood loss to be happening at the 18fr hub where the impella entered. The team attempted to troubleshoot but bleeding persisted so the team made decision to explant the impella cp and hold pressure. The patient suffered from a pea arrest at the time of explant and so the team called a code/acls measures began and the resuscitation was successful. The team placed a femstop and hemostasis occurred. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding, as can the high dose medications the patient was on. The use of a non-abiomed 18fr introducer is against labelling. The medical team was aware of this per communication with the field representative.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported bleeding (access site adverse event) was most likely patient related since partial thromboplastin time (ptt) was 77 sec which is considered a critical value often associated with a high risk of bleeding, the patient was obese, and the patient was on blood thinners at the time of the bleed. The cause of the reported cardiac arrest was not determined due to insufficient clinical details. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name, d4 catalog number and d4 serial number were updated, corrected accordingly. Related report number. This is one of two device reports associated with the event. Refer to h10 for the related report number(s).